Event description:
At approx 1000, 2 resident assistant were taking a resident back to their room following their bath. The resident was sitting on the chair lift for the amada 2000 bathing system. Users pushed the chair lift over the top of the pt's bed. User was standing on one side of the bed and the other resident assistant was standing on the opposite side of the bed. User lowered the lift down on top of the mattress, lifted the back support arm, and the two laid the resident down. Users turned the resident to their side so they would be off the lift seat. User reached with their left hand and started to gently push the lift away from the bed when the lift fell over backward striking the floor with such force that the back of the mast assembly cut the vinyl on the floor of the pt's room. The lift was also damaged when if fell. If someone had been behind the lift (a staff member or a resident) they could have been seriously hurt. This particular chair lift is very easily tipped when it is in a high position like staff has to have it in order to transfer some pts into and out of bed. Once the pt is sitting on the lift, the lift is stable, but when the lift is empty it tips easily. Following the incident the safety mgr checked the pt's bed, the floor in the pt's room and the lift. The top of the pt's mattress is 27" off of the floor. (The pt prefers to have their bed in this position and the staff reported that the bed height when evaluated was at the same height as it was at the time of the incident.) The floor in the pt's room is level. The staff on the nursing unit report that there was nothing on the floor behind the lift on the date of the incident. When the lift was evaluated it was in the bathing room. The amada 2000 adjustable height tub was in its lowest position. The safety mgr raised the height of the bottom of the chair lift that had tipped over approx 1.5 inches above the top of the side of the tub. While standing at the side of the lift, the safety mgr gently pushed backward on the lift arm (approximate pushing force - less than 5#) when the lift started to tip backward. At that time the floor drain position was checked to see which direction the floor was sloping. The drain was under the tub which was in front of the chair lift. The design of the lift base appears to be less stable than the bases of the other chair lifts purchased from the MFR. A diagram of the base of the lift that tipped is including along with a diagram of the base of the other lifts that do not tip. Note that the front to back base length on the lift that tipped is 7 inches shorter than the more stable lifts, than the lift that tipped is approx 14 inches wider and that the placement of the rear casters is different.